Event description:
The customer reported that the device activated on its own three times during a procedure. Add'l details were available from the site.

Manufacturer narrative:
(B)(4). The distributor has indicated that the incident sample will not be returned for evaluation. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.